Event description:
Reportedly, the anvil was difficult to remove after stapling. The surgeon had to pull hard to remove instrument, therefore there was a risk of damaging anastomosis or of pt getting abscess.